Event description:
The customer reported a flogard infusion pump that alarmed failure code 49. It is unknown at which process step this event occurred. There was no patient involvement, injury or medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the customer reported problem of alarm f49 was confirmed during on-site evaluation. Service identified that the main battery was damaged and replaced the main battery to resolve the issue.